Event description:
On (B)(6) 2010, pt reported his down button stopped working on (B)(6) 2010. Pt stated he noticed it when he was attempting to take a bolus. Pt reported the button still pushes in and pops out when pressed. Pt stated he has been using the standard bolus feature and has a backup infusion device if he needs to use it. No physiological effects were reported. The pt did not require assistance from a healthcare professional or secondary party to address the issue. Product was replaced and requested return of the suspect product for evaluation.